Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on two occasions, infusion set tubing broke from the set of the t: lock connector piece that screwed into the pigtail. In both cases the t: lock connector portion was still connected to the pigtail connector piece. The blood glucose levels were 250 mg/dl at the time of the event and she did not notice any damage when the package was first opened. No further information available.